Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported this right ventricular lead was explanted and replaced due to a fracture. This fracture was noted from latitude transmission. It is not expected that this lead be returned for analysis. No additional adverse patient effects were reported.